Event description:
It was reported that the patient presented experiencing diaphragmatic stimulation due to lead dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.